Event description:
During an intraoperative procedure for laparoscopic lysis of adhesion, left tube repair,and while performing the procedure using pk forceps, the surgeon noticed a small plastic ring from the disposable instrument fell off inside the patient's abdominal cavity. Surgeons tried to retrieve the plastic ring but were unable to locate it inside the abdominal cavity. Surgeons stated that it would be mote beneficial if piece left in the cavity rather than employing more aggressive means to locate and retrieve plastic ring. Surgeon also determined and evaluated that ring would cause little harm to patient.====================== manufacturer response for cutting forceps, pk system======================we are preparing to send device back to manufacturer for evaluation.